Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown morphine via an implantable pump for non-malignant pain. It was reported that the patient was in for a refill and upon interrogating the pump they encountered service codes 99 and 100 and a message stating that the pump had been stopped for 359h 8m. The hcp confirmed that the time the pump showed as stopped aligned with the date the patient had an MRI a couple of weeks ago. The hcp stated that the patient had no symptoms and had not been hearing the pump alarm. Information on telemetry mode was reviewed and the hcp was advised to check the logs again after pump is filled to look for a motor stall recovery message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.